Manufacturer narrative:
Gtin number for item: 20041e, lot: 16107395 is (B)(4). No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient had j-loop tubing connected to the IV at the site of the IV. Rn flushed the line with a saline syringe from the distal end of the j-loop tubing, saline and some blood squirted out the hub closest to the patient. Upon examination of the j-loop tubing after it was removed from the patient's IV, the rn noted that the tubing had a hole in it near the hub. Rn flushed the tubing again after it was disconnected from patient, and again the saline came out of the tubing on the side near the hub." The customer reported that there was no patient harm.